Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose level was unknown. The customer stated they had low battery and went to change battery and the pump had not turn on. Customer stated display was blank . It was reported that the display did not return after troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to battery tube connector unlocked. Unable to perform the self-test, displacement test and operating currents measurement due to blank display anomaly. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.